Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported that the patient developed an infection at the lead incision site. The physician believed the patient's compliance may have contributed to the issue. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The incision was washed and the patient is seeing a wound specialist.